Event description:
Received a report from a consumer's friend informing MFR that their friend had been hospitalized, diagnosed and was being treated for toxic shock syndrome (tss). Reporter contacted MFR again in february 2005 to report that friend had passed away. Reporter could not provide any info regarding friend's medical condition, treatment or the events that led to death.